Manufacturer narrative:
Clinical investigation: a probable temporal relationship exists between the continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, liberty cycler set, and the adverse event of peritonitis, which warranted hospitalization. The etiology of peritonitis is unknown; therefore, causality cannot be firmly established. The liberty select cycler and/or liberty cycler set cannot be disassociated from the event, as the product and/or device cannot be evaluated for deficiency or malfunction. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Furthermore, in up to 20% of peritonitis cases no offending organism is identified. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a leak from the liberty cycler cassette set with connector during the night. The patient was subsequently hospitalized (dates not provided) for peritonitis (specifics unknown). Additional information was not available.